Event description:
MFR support failure; at approximately 11:30 am I noticed that I was not feeling well, looked at my tandem t:slim x2 insulin pump and found that the screen would not turn on. I plugged it into a charger and a few minutes later it beeped and brought up the welcome screen, indicating that the battery had completely discharged. Reviewing the alarm history, I noted that the first low power alert occurred one minute before the shutdown alert. I heard neither, and the shutdown alert is loud enough that I would be surprised to find that it alerted any longer than very briefly before the pump shut down. By the time I noticed anything was wrong, I had not received any insulin for 3+ hours, my bg was 341 and I was in ketosis. I called tandem and was told that this was not considered a malfunction because battery life varies over time, and I probably just did not hear the alarm. I made it clear that the entire timeline for the incident was one minute, and normally the initial low battery alert comes in at 15%, hours before the battery actually dies. The person who took the report offered to refer me to a local support person for a non-urgent replacement of the pump, which would take several days, but she did not have a way to categorize the incident as a serious malfunction and trigger a next-day replacement per the established procedure for a non-functional device. I asked to speak with a supervisor, was told that there was nobody to speak with and that I would receive a call back from a supervisor within a few days. I insisted that I speak with someone who could take action on the matter immediately, and eventually the agent was forced to disconnect the call because there was nothing that she could do for me. Absolute failure to respond properly when presented with an obviously dangerously malfunctioning device. I got the impression that this was a systemic failure and that there was in fact nothing the agent could do despite the fact that she understood that the pump could again fail at any moment. FDA safety report ID# (B)(4).